Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to the motor error alarm. Moisture damage found on the keypad traces, lcd board and mother board. No blank display or vibrating noted during testing. The unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was exposed to water. Customer jumped into the pool. The insulin pump is buzzing. The blood glucose reading is 112 mg/dl. Customer has treated with manual injection. The insulin pump is vibrating without an alarm or alert. The insulin pump does not have a display. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.